Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin is a contributing factor to damage of this type. Twiddler¿s syndrome can lead to dislodgement and complications related to dislodgement.

Event description:
Boston scientific received information that a patient twiddled the device and had the right atrial (ra) lead pulled out. Further, no capture and sensing was noted. When the patient was checked in the office, an x-ray was performed and found ra lead in the superior vena cava. The ra lead was explanted and was returned for analysis. No additional adverse patient effects were reported.